Event description:
Additional information was reported that has not contacted the rep regarding their reprogramming, and there was an x-ray ordered. The cause of the change in therapy output was not determined. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimu lator (ins). It was reported that the patient thought their as (adaptive stimulation) needed to be reoriented because they noticed a change in the way their therapy was outputting. The rep stated that after running the connectivity check 0-7 and 14 and 15 were green and all others were red. The rep indicated that they had already reprogrammed around the impedance issues. The rep stated that they were able to run impedances and 0 through 7 was good, but 9 through 13 was greater than 40k ohms, 8 was 1040 ohms, and 15 and 14 was at 890 ohms. Technical services reviewed that they didn¿t think the issue was with the proximal end of the lead where it pulled out, but rather potentially a break along the system or the issue was at the distal end. Technical services told the rep that they could try and take an x-ray along the system to see if they could detect anything. The rep was not aware of any accidents/falls the patient had. The event date was asked but was unknown. No further complications were reported/anticipated.